Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed on the returned full lead in segments. All electrical testing was within specified parameters. Non-severe explant damage was observed. Concomitant products: 694765 implantable tachy lead, (B)(6) 2004; d274trk implantable cardioverter defibrillator, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was fractured, had oversensing, and had high impedance. The rv lead was explanted and was replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.